Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken in 2020 wherein the full cervical scs system was explanted to address the issue.